Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the patient had a device check and it was confirmed that the shocks were inappropriate for af with rapid ventricular response. The patient was started on amiodarone for af and device tachyarrhythmia therapies were programmed off. The patient has post-traumatic stress disorder (ptsd) due to the shocks.

Manufacturer narrative:
Continuation of d10: pb1018 transcatheter valve implanted: (B)(6) 2016. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient experienced inappropriate therapy from the implantable cardioverter defibrillator (ICD) for the detection of rapid ventricular response with atrial tachycardia/atrial fibrillation (at/af) in progress that was classified as ventricular fibrillation (vf). The device remains in use. No further patient complications have been reported as a result of this event.